Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043435-2010-00462, 1043534-2011-00019.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly revised due to a broken component.

Event description:
Allegedly revised due to a broken component.